Event description:
A (B)(6), female, admitted with pain to mid-thigh area. The pt sustained a segmental fracture of the femur a little over a year ago. She underwent orif (open reduction internal fixation) using a retrograde nail and screws. Eval of the pain revealed nonunion of the right femur fracture in one area, noting broken proximal and distal screws. The pt scheduled for removal of nail and insertion of larger nail for nonunion of the femur on the right.